Event description:
After an implantation period of approximately 18 months it was reported that the lead was explanted due to oversensing and loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the lead tip was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve should be taken into consideration. It is assumed that the lead tip dislodged into the area of the tricuspid valve, leading to the observed loss of capture and oversensing. X-ray images of the lead in the implanted state clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.